Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from the lot. All available information was investigated and the reported single leaflet device attachment/slda and failure to adhere or bond appear to be related to user technique/procedural circumstances. The reported patient effect of tricuspid regurgitation (tr) appears to be due to the slda. It should be noted that the mitraclip nt instructions for use, states: the mitraclip nt system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr greater than or equal to 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system is filed under a separate medwatch report.

Event description:
This is filed to report clip 70717u188 experienced a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to tricuspid regurgitation (tr) with a grade of 4. Imaging was challenging. The first mitraclip delivery system (cds) (70329u169) was advanced to the tricuspid valve, grasping was performed reducing tr to 3. However, when pulling the actuator knob the clip did not detach from the shaft. Troubleshooting was performed and the clip detached from the mandrel with the gripper line attached. When attempting to remove the gripper line 4 to 5cm, resistance was felt. Troubleshooting was performed, the gripper line eventually came out slowly and it was noted it had stretched. At this point the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). Tr returned to 4. A second clip (70717u188) was advanced to the tricuspid valve to stabilize the slda clip. Grasping was difficult, the septal leaflet kept curling up; the leaflets were grasped and the clip was deployed. However, shortly after deployment it was noted that the clip detached from the septal leaflet, and remained attached to the anterior leaflet (slda). Tr remained at 4. No additional treatment is planned. There was no clinically significant delay in the procedure. No additional information was provided.